Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by a distributor via (B)(4) that qty. 2 of an ar-6069-45r reelpass suture lasso had an issue during a labrum procedure on (B)(6) 2023. The surgeon couldn¿t use the lasso as the wheel of the lasso wasn¿t working, and the lasso cable didn¿t go out. The mechanism inside didn't seem to work; the surgeon wasn¿t able to advance the tail of the wire. The devices will not be returned for an evaluation. This occurred during use with no patient harm. Additional information was requested. On 12/28/2023, the distributor provided the following information via email: no pieces of the instruments broke inside the patient. Another ar-6069-45r reelpass suture lasso was used to complete the procedure successfully. There was a 14 minute case delay reported, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.